Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient developed complete heart block with and escape rhythm at 30 beats per minute. Thresholds were noted to have increased. The local field representative (fr) increased output to obtain rv capture. A chest x ray was performed and no apparent movement of the lead was observed. A request for additional information has been made. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information from the local field representative indicated that a lead revision procedure was performed. The lead was repositioned with resulting good numbers. There were no additional adverse patient effects. At this time, our investigation is complete. Should additional information become available, this report will be updated.